Event description:
During a trochanteric fixation nail (tfn) procedure the assembly was slipping after the triple tfn sleeve was tightened. Another assembly was used to successfully complete the procedure. No adverse event to patient. There was no delay in the procedure. This complaint is on the blade guide sleeve. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). All these parts were returned and reworked and inspected 100%. (B)(4). All other records indicate the product was manufactured to specifications. The investigation is ongoing. Placeholder.